Event description:
The reporter stated that his father's visiting health nurse did a meter to hcp meter comparison test. The nurse tested on her meter (accuchek) with a result of 240 mg/dl, and then on patient's meter, which read 60mg/dl. On follow-up it was reported that the patient was not having any symptoms. He has heart problems, and is on coumadin. A control test couldn't be done due to lack of control solution. The lifescan representative reviewed testing procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8